Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 48odx42id. Item: us157848. Lot: 2226590. Taperloc por fmrl 6.0x132. Item: 103201. Lot: 932200. M2a-magnum 42-50mm tpr insrt-3. Item: 139254. Lot: 827880. G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) - head. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 4 years post implantation due to persistent pain. Intraoperatively, metal related pathology and arthrofibrosis were noted. A head and liner exchange with cup and stem retained were completed without known complications. It was confirmed that no further information could be provided.